Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following an intraocular lens (iol) implant procedure, the patient experienced with blurred unclear vision. The lens was exchanged for another lens model 19 days following the initial procedure. Clinical reason for explant was mentioned as poor vision even after accounting for post-operative refractive error and halos. Additional information has been requested.